Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the oxygen (o2) sensor had not calibrated. Per data log analysis, on 04/14/2015 calibration was attempted three times and calibration failed with "entering broke mode event ID: 21" (too many event count). When this occurs the fas system reboots and resets the 15 minute warm up timer. Entering broken mode event ID: 21 can be caused by unstable flow during calibration. This could be caused by something external causing flow to change, or a faulty flow meter. The investigator requested the fsr obtain the customer electronic patient gas system (epgs) for further evaluation. The fsr replaced the epgs, serial number (B)(4) with epgs serial number (B)(4). The unit operated to the manufacturer's specifications and was returned to clinical use. During laboratory evaluation of the epgs with the new o2 sensor, (serial number (sn) (B)(4)) the product surveillance technician (pst) could not confirm the complaint. The pst connected the epgs to a system 1 simulator and ccm, attached oxygen and air at 50 pounds per square inch (psi), entered a perfusion screen on the central control monitor (ccm) and waited the 15 minute o2 sensor warm-up period. Calibration was initiated and it passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (lpm) and 100 percent o2 was 1.69 volts, within the specification of 0.55-2.758 volts. The pst calibrated the epgs 5 times and calibration passed 5 times. He placed the old o2 sensor (sn (B)(4)) into the epgs and calibrated the epgs 5 times and calibration passed 5 times. He calibrated the epgs 10 more times, 5 with the o2 sensor that was installed in the epgs and 5 with the o2 sensor that was previously returned and all ten calibrations passed. No additional action will be taken at this time.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00377. During the laboratory eval, the lab-tested epgs calibrated with the returned oxygen (o2) sensor installed in it. The output voltage of the o2 sensor was within spec. The product surveillance tech (pst) installed the returned o2 sensor into a lab-tested epgs and connected the epgs to a system-1 simulator and central control monitor (ccm). After the 15 minute warm-up period, calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (lpm) and 100% o2 was 1.78 volts which is within the spec of 0.55-2.758 volts.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. As a result, an alternate system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.